Manufacturer narrative:
Product event summary: analysis found the battery drawer was sticky and damaged, the device was sticky, and the battery contacts were contaminated. Analysis also found the ring attachment was bent and the bail attachments were missing.

Event description:
The external pulse generator was returned to the manufacturer for annual service, analyzed and tested out of specification. There was no patient involvement.